Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, the lp failed to be adequately fixed to the tissue, and it was noted the capture threshold was unfavorable. Repositioning was attempted; however, the helix had become stretched. The procedure was completed using an alternate leadless pacemaker (lp) on (B)(6) 2025. There were no patient consequences.